Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. The nurse was not following universal precautions. It is standard procedure to wear protective eye wear. The nurse did not do so in this case and therefore he was directly exposed to effluent fluid from (B)(6) pt. It could be noted that the effluent fluid is sterile and, therefore, there is no risk of infection unless the membrane is compromised and the pt's blood is in the fluid. We received no info to suggest any issue with the membrane or exposure to the pt's blood.

Event description:
A nurse was splashed in the eye with effluent fluid following completion of a crrt treatment. The nurse stated that when he squeezed the effluent bag a small amount of fluid squirted out of the inlet port of effluent bag and splashed into his eye. The pt was reported to be (B)(6).